Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his treatment. He awoke and found fluid on the floor. He checked the set and found a puncture in the patient line. The patient was advised to contact his pd nurse. The set was discarded. During follow up the patient reported he had been prescribed antibiotics prophylactically.